Manufacturer narrative:
Customer will not return the device for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a cystoscopy procedure on (B)(6) 2024, the surgical team asked for the equipment to be turned on in preparation for the cystoscopy. Right after the equipment was turned on, the scrub tech noticed a smoky smell and picked up the light cord. An inspection of the drapes revealed a burn hole. Drapes were then pulled back and patient's skin was inspected for any injury. Fortunately, no injury was observed by the surgeon or the staff.

Manufacturer narrative:
Customer filed medwatch number mw5156852 to the FDA from their end. Per investigation by the manufacturing site: the described event is clearly written in the IFU as a warning. For that reason, the most probable root cause is customers mishandling of the equipment which leads the drape to burn. This event is filed under internal complaint ID (B)(4).